Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2026, they experienced a skin reaction with burning sensation, rash redness, inflammation, pimples and an infection under the entire sensor patch area. Prior to sensor insertion the area was prepped with alcohol. After some time, the patient noticed skin irritation, so she was prescribed an oral medication by her doctor. She had previously been diagnosed with cellulitis prior to this current skin reaction. She was advised that if she experienced another skin reaction, she could take the prescribed medication. The skin reaction was treated with a prescription of an oral apo-cephalexin 500mg to be taken 4x daily starting on (B)(6) 2026. After two days, patient was instructed to go to hospital to go thru IV fluid medication as antibiotics didn't work that much. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).